Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the hospital after receiving a red heart alarm on his epc system controller. The patient was reportedly symptomatic; however, the symptoms were unspecified. Upon assessment at the hospital, the red heart alarm was confirmed and the pump had been stopped for approximately 30 minutes. A communication error between the epc system controller and system monitor also occurred. The epc system controller was exchanged to another epc system controller and the pump operation restarted and communication between the system controller and system monitor was restored. The patient was admitted to the ICU. It was reported that both of the patient's epc system controllers were "most probably affected" one was exchanged for a pocket system controller. In order to exclude any power module patient cable or system monitor contribution to the communication error, the equipment was screened for damage and was exchanged. No additional information was received.

Manufacturer narrative:
Approximate age of device: 69 days from the date of issue of the device to the patient. The event occurred at hotel-(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The exchanged system controller was not returned for evaluation. The information contained in the submitted system controller log files revealed that the recorded pump speed values matched the set speed value of 9400 rpm and captured only routine power cable disconnect alarm events associated with power exchanges. The patient remains on vad support and no further issues were reported following the system controller exchange. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's symptoms were slight dizziness.